Event description:
Hip replacement, first revision, after three dislocations. Dr replaced my orthotic hip with the zimmer kinectiv. A huge infection started, and I still have it. Four more revisions after that, and surgeries to cut away dead skin, debridement, and still had dislocations after last surgery. Am on lifetime antibiotic doxycycline, bid, hip hurts often.